Event description:
The event involved a plum 360 pump, and it was reported that the infusion occurred ten times than the normal rate and intravenous (IV) bag was empty, they were infusing 200 ml at 41.7 ml/hr., but pump was programmed correctly and showed the correct setting/infusion amount for the programmed infusion. There was patient involvement but no harm.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. D4: only di and serial number were provided as manufacturing date is unknown.

Manufacturer narrative:
Tests: self-test, visual inspect, and delivery accuracy. Self-test passed. As a side note, visual inspection performed a cracked front case, cracked rear case, and a cracked ce module. Performed delivery accuracy where device passed at 20.2 ml (specification range 19 - 21); unable to duplicate over delivery. The device event log/alarm history was reviewed and no related alarms were identified. D9: date returned to MFR: 04mar2026. Corrected information can be found in g2: report source.